Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure, the pouch was torn prior to use. Another device was used to complete the case. No patient consequences were reported.